Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. The device history review is in progress. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had an implant fail after the clinical procedure. Implant was placed in a previously grafted site. General bone loss and granulated tissue was observed at the site.

Manufacturer narrative:
Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section h medical device problem code updated from. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s) / device inspected results: the implant was returned but not in the original package. The part was visually inspected and verified to be a hahn tapered implant 4.3 mm x 8mmusing the radiographic template. No bone tissue or any debris was detected. No defect nor non-conformity was observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.